Event description:
Report 1 of 3. It was reported while using bd vacutainer® eclipse¿ blood collection needle, after completing a vein puncture and attempting to engage the safety cover, the needle cover detached/broke off. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-may-2026. Investigation summary bd received one sample and one photos for investigation. The photo was reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed; the safety shield was not attached to the device. Additionally, the customer sample underwent a visual functional test to assess the locking mechanism and hub/collar separation. The sample passed testing, as there were no signs of damage to the device or separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® eclipse¿ blood collection needle, after completing a vein puncture and attempting to engage the safety cover, the needle cover detached/broke off. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.